Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate. Reportedly, the cartridge was filled with 180 units of insulin, and the insulin gauge increased to a fill estimate of 195 units. Additionally, the customer was unable to verify if the initial fill estimate value had displayed a "+" next to the 180 units. Blood glucose level was 121 mg/dl.